Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 08/11/2025, a sales representative reported via email that two ar-3636h self bunching 1.8 knotless hip fibertak soft anchors' knotless mechanisms would not convert. The case was completed, and no additional details were provided. This was discovered during a hip labral repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 08/15/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.